Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure on (B)(6) 2023 using an unk_smart touch unidirectional sf. The patient experienced pericardial effusion that required pericardiocentesis. This patient underwent an atrial flutter right (r-afl) ablation procedure on (B)(6) 2023. The patient developed atrial fibrillation after this procedure. The physician decided to schedule them for an atrial fibrillation (afib) procedure on 31-oct-2023 and that is when a pericardial effusion was noticed. A computed tomography (CT) scan was done the day after the atrial flutter and a small effusion was noticed. During a routine check on ultrasound, the physician advanced the intracardiac echocardiography (ice) catheter noticing the pericardial effusion. Fluid of 325 cc was removed via a pericardiocentesis. Patient was in stable condition at the beginning of the procedure and once he left the room. The patient was monitored in the room and taken to recovery. Additional information received. Patient required extended hospitalization to monitor if the effusion would grow again. No transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. The event occurred either in mapping or ablation phase. No error messages on biosense webster, inc. Equipment during the procedure.

Manufacturer narrative:
The ablation catheter was unknown. Multiple attempts have been made to obtain clarification. However, no further information has been made available. Therefore, selected d4. Catalog: unk_smart touch unidirectional sf. If additional information is received regarding the product information and/or the event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The patients first procedure on 24-oct-2023 is being reported under the following: (1) MFR # 2029046-2023-02686 for product code d134702 (thermocool® smart touch® sf uni-directional navigation catheter) - biosense webster manufacturer's reference number (B)(4). The patients second procedure on (B)(6) 2023 is being reported under the following: (1) for product code unk_smart touch unidirectional sf (thermocool® smart touch® sf uni-directional navigation catheter) - biosense webster manufacturer's reference number (B)(4). Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Additional information received on 17-nov-2023 indicates that the device is not available for return. The investigation was completed on 26-nov-2023. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).